Event description:
Sigmoid colectomy. Cs29 dlu would not get into firing range. However, after extreme disection around the purse string, the dlu successfully closed into range. When device was removed transanally, there was an inch of tissue dangling from the dlu. A large tear in the rectal stump was noticed and surgeon had to resect an additional colon to perform another anastomosis.